Event description:
It was reported that the nurse stated the arctic sun device was making loud whooshing/buzzing noise. Noise was audible over the phone as soon as nurse entered the room. Had them text video of noise for quality. System diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 34%, mixing pump command (mpc) was 0, heater command (hc) was 6%, water reservoir level (wrl) was 4, system hours were 536.2, pump hours were 69.5. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c. Advised device appears to be functioning properly but confirmed that loud noise was not typically behavior. Noted if they were not comfortable with continuing use, they can swap out. Either way when therapy was complete device needs to be sent to biomed for evaluation of noise. Please note to have biomed call for assistance. Sn (B)(6). Per follow up information received via task on 11sep2025, spoke with charge nurse who confirmed this device had been removed from service and sent to the biomed. Per a phone call with their biomed team, the sound could mean a potentially failed pump and did not have information regarding patient treatment. Per follow up information received via task on 12sep2025, spoke with biomed who confirmed this device had been received last week and had it for a few hours earlier in the week and confirmed hearing a rattling noise inside the device. Their ctus were out of calibration, and they could not complete a functionality test until next week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The device was not returned. The reported issue was confirmed. The root cause for the reported event could not be determined. Noise was audible over the phone as soon as nurse entered the room. Had them text video of noise for quality. System diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 34%, mixing pump command (mpc) was 0, heater command (hc) was 6%, water reservoir level (wrl) was 4, system hours were 536.2, pump hours were 69.5. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c. Advised device appears to be functioning properly but confirmed that loud noise was not typically behavior. Noted if they were not comfortable with continuing use, they can swap out. Either way when therapy was complete device needs to be sent to biomed for evaluation of noise. Please note to have biomed call for assistance. Sn (B)(6). Per follow up information received via task on 11sep2025, spoke with charge nurse who confirmed this device had been removed from service and sent to the biomed. Per a phone call with their biomed team, the sound could mean a potentially failed pump and did not have information regarding patient treatment. Per follow up information received via task on 12sep2025, spoke with biomed who confirmed this device had been received last week and had it for a few hours earlier in the week and confirmed hearing a rattling noise inside the device. Their ctus were out of calibration, and they could not complete a functionality test until next week. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device was making loud whooshing/buzzing noise. Noise was audible over the phone as soon as nurse entered the room. Had them text video of noise for quality. System diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 34%, mixing pump command (mpc) was 0, heater command (hc) was 6%, water reservoir level (wrl) was 4, system hours were 536.2, pump hours were 69.5. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c. Advised device appears to be functioning properly but confirmed that loud noise was not typically behavior. Noted if they were not comfortable with continuing use, they can swap out. Either way when therapy was complete device needs to be sent to biomed for evaluation of noise. Please note to have biomed call for assistance. Sn (B)(6). Per follow up information received via task on 11sep2025, spoke with charge nurse who confirmed this device had been removed from service and sent to the biomed. Per a phone call with their biomed team, the sound could mean a potentially failed pump and did not have information regarding patient treatment. Per follow up information received via task on 12sep2025, spoke with biomed who confirmed this device had been received last week and had it for a few hours earlier in the week and confirmed hearing a rattling noise inside the device. Their ctus were out of calibration, and they could not complete a functionality test until next week.